Manufacturer narrative:
The device was not returned to zoll for evaluation;instead the data file from the reported event was returned. Review of the data file indicated that patient movement during analysis caused the device to interpret the signal as a shockable rhythm. The patient 's movement and the high heart rate contributed to the shockable result. The device operated as designed and within the limitations of the available technology. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.